Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped and replaced due to dislodgement. The patient was in good condition post-procedure.